Event description:
Cause of death pump malfunction- pump thrombus. Intraventricular thrombus within the apex of the left ventricle, along with the inferior surface of lvad pump intake cannula. FDA safety report ID# (B)(4).